Event description:
It was reported to olympus that the evis exera ii bronchovideoscope had no image and the screen was black. Upon inspection and testing of the returned device, it was noted that the image had intermittent flickering and then blacked out. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. There were no other issues noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to broken charged coupled device (ccd) unit due to the following device handling. The event can be prevented by following the instructions for use (IFU) which state: IFU (operation manual) states as follows: important information: please read before use: warnings and cautions: precaution for disappeared or frozen endoscopic image: turn the video system center on only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Olympus will continue to monitor field performance for this device.